Event description:
The user facility reported that a patient on impella cp support developed compartment syndrome on the leg where the impella access site is located. Intervention was done for the patient¿s leg to have perfusion again. Additionally, suction alarms occurred and two units of blood products were administered. The patient¿s leg has optimal blood flow. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿